Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen, and visual summary analysis of the lead indicated stretching.

Event description:
It was reported that during the implant attempt, the physician attempted to insert the guidewire into the lead, where it became stuck. The physician attempted to remove the wire from the lead, but it was not possible. The lead was removed, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.